Event description:
Received e-mail from pt. Received with picture of box of beiersdorf 00303 bandaid, coverlet spot and picture of her arm with red rash..."only one thing, the little bandaids sent gave me a terrible rash. The box says latex free but it is not..." Dose or amount: bandage. Frequency: every 8 hours and pm. Dates of use: from (B)(6) 2016. Reason for use: mild hemophilla a. Event abated after use: yes.